Event description:
It was reported that the patient presented in clinic for a post operative check. The left ventricular lead exhibited increased thresholds. Upon interrogation on (B)(6) 2015, the device was reprogrammed. The patient would be monitored.

Manufacturer narrative:
(B)(4).